Manufacturer narrative:
Additional information was received from the field indicating the patient did not experience any further symptoms following device reprogramming. Therefore, the patient will continue to be monitored via routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, and another manufacturer's leads, began experiencing lightheadedness. It was reported the patient has complete heart block. Device interrogation revealed noise on the right ventricular (rv) and right atrial (ra) channels. It was noted that the noise on the rv channel started once the noise on the ra channel stopped. Additionally, the ra pacing impedance measurements were varying. Boston scientific technical services (ts) discussed the respiratory sensor was active due to minute ventilation being programmed on for mode switches. Ts discussed the noise could stop on the ra channel and switch to the rv channel when the respiratory sensor signal is being evaluated. Minute ventilation was then programmed off to resolve the noise on the rv channel. A save all to disk and memory dump were sent for analysis. Review of the memory dump confirmed varying ra pacing impedance measurements, including high out of range measurements. Boston scientific technical services (ts) discussed evaluating the ra lead and/or the lead to device connection. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the patient experienced syncopal episodes with pauses in pacing greater than two consecutive seconds. Rv impedance measurements were also noted to have increased including measurements greater than 2,000 ohms. An invasive procedure was performed and the entire system was explanted. No additional adverse patient effects were reported.